Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 549 mg/dl. The customer treated for their high blood glucose with manual injection. The customer alleges insulin pump was under delivering insulin. Customer using insulin pump system within 48 hours of reported high blood glucose event. Customer was not using auto mode feature active at the time of event. Customer¿s current blood glucose was 197 mg/dl. The insulin pump will be and reservoir will not be returned for analysis.